Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation found two cuts in the insulation at approx. 220 and 242 mm from the terminal end. Likely induced damage during explant. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities besides typical surgery-related damage.

Event description:
It was reported that this implantable lead was implanted on the left bundle branch area. This is considered an off-label use. The patient reported feeling dizzy since the implant procedure. During check-up, intermittent loss of capture (loc) was noticed under different device pacing sets. Subsequently this implantable lead was explanted and replaced. During the replacement procedure an insulation break was noted upon visual inspection of the lead. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable lead was implanted on the left bundle branch area. This is considered an off-label use. The patient reported feeling dizzy since the implant procedure. During check-up, intermittent loss of capture (loc) was noticed under different device pacing sets. Subsequently this implantable lead was explanted and replaced. During the replacement procedure an insulation break was noted upon visual inspection of the lead. No additional adverse patient effects were reported.